Event description:
The event involved a primary plumset, clave y-site, 104 inch where it was reported that there were air bubbles in the tubing during infusion. The primary tubing was primed and connected to the patient when air bubbles was noted about two inches long. The nurses replaced the tubing and attached to patient with no other issue for the rest of the infusion. It was also reported that they did not have issues with the unspecified ICU med pump that was used because they were able to redo the process and changed the tubing. There was patient involved but no harm reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is not yet complete.

Manufacturer narrative:
Received one used list #142420489, primary plumset, clave y-site, 104 inch; lot #5849387 and one used list #unknown, piercing pin and tubing; lot #unknown for evaluation. The complaint of air in line could not be confirmed. The products were attached to ICU medical provided IV bags, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. There were no air bubbles observed in the fluid path. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.